Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3 weeks after the dental implant was placed in ada site 30 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted pain in this patient with excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
G5-premarket ID: k180536. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3 weeks after the dental implant was placed in ada site 30 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted pain in this patient with excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.